Event description:
Tavr procedure ineffective delivery of two boston scientific lotus edge valve systems lead to prolonged hemodynamic instability. Ultimately a change of vendor / valve system (edwards s3) was facilitated and tavr was then successful. However there was evolving concerns re pericardial effusion and a potential ascending aortic dissection flap upon closing imaging. Uncertain of the exact details / many unknowns. Appears that the second lotus valve / delivery system may have been defective or malfunctioned and caused injury to the pt (as above). The pt left the cvor in stable condition but over the course of the next 12-16 hours his condition deteriorated ending in death. FDA safety report ID# (B)(4).